Event description:
This event was previously reported in manufacturer report # 3004209178-2013-01065. Any additional information received will continue to be reported in this manufacturer report.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).